Event description:
It was reported the devices were removed due to pocket infection and erosion. Blood cultures indicated mrsa; patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.